Manufacturer narrative:
User interface front bezel assembly was received for failure evaluation. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
It was reported to philips that when a setting is selected it should only change via the touchscreen or nav-ring when commanded by the user, however on this device as soon as a setting is opened the values change on their own. The device was not in use at the time of the event. This issue was found during set up for use. There was no delay or patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the front bezel assembly to resolve the issue and the device returned to functionality. The device remains at the customer site.